Manufacturer narrative:
Additional components implanted: plc141400j/24140869; plc141400j/ 24229423; plc141400j/ 24229424. The review of the manufacturing records for these components verified the lots met all pre-release specifications.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After all components were implanted and wound closed, echocardiography examination showed distal emboli in the left lower extremity. As treatment, the left femoral artery was exposed, and angiography was performed from the left superficial femoral artery to the ankle. Occlusion was confirmed in the popliteal artery and the three branches of the lower leg (anterior tibial artery, posterior tibial artery, peroneal artery). The patient underwent thrombectomy and bypass surgery from the knee to the dorsalis pedis artery using a vein. Reportedly the aneurysm contained a large amount of thrombus. A possibility of dispersing thrombus during wire insertion and cannulation was suspected.